Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the threads of the inserter fractured. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the threaded tip had fractured. There is scuffing on the shaft and impact marks on the strike plate. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.